Event description:
During a lap chole with the surgery, the anesthesiologist had to hand ventilate the pt because the bellows stuck on the ventilator. This is a repeat problem with these anesthesia machines and it appears to be a software problem that requires the machine to be rebooted and then the ventilator starts up again. Also during this procedure two of the propofol infusion pumps failed and the anesthesiologist had to inject the propofol and bag the pt at the same time. Due to the pt's health conditions this was deemed by the anesthesiologist to be potentially harmful to the pt. There were no untoward problems of complications post op because of this incident.